Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Manufacturer narrative:
A review of the architect serial (B)(4) history log in abbottlink did not identify messages associated with the inconsistent results. The architect serial (B)(4) service history since november 2014 includes several instances of inconsistent high magnesium results which were addressed by abbott field service on multiple dates by performing maintenance and troubleshooting which included replacing and/or cleaning and/or adjusting various parts. No adverse trends were identified in a review of ticket trending data for magnesium assay. A review of architect c4000 tracking and trending data revealed no systemic issues or adverse trends associated with magnesium results. The architect c4000 erratic result rate is within acceptable limits with no trends identified. The architect system operations manual provides information with regard to specimen handling, maintenance, and troubleshooting the reported issue. Probable causes include, but are not limited to scheduled maintenance is due, cuvette washer is malfunctioning, reagent or sample carryover, sample integrity, and hardware failure for which the customer is advised to contact area customer support. A specific cause for the intermittent magnesium fliers has not been identified at this time. There is insufficient information to reasonably suggest that a device malfunction has caused the issue and no product deficiency is identified.

Manufacturer narrative:
(B)(4). The evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account uses a normal magnesium ranges of 0.70 to 0.86 mmol/l ((B)(6) years old) and 0.70 to 0.91 mmol/l ((B)(6) years old).

Event description:
The account generated a falsely elevated magnesium of 3.5057mmol/l on ID 728603 using the architect c4000. The sample repeated in normal range of 0.967, 0.9599, 0.9481, 0.9533 mmol/l using the same analyzer and a another analyzer. The account uses a normal magnesium range of 0.60 to 1.1 mmol/l. No specific patient information was provided for ID (B)(6). No impact to patient management was reported.